Event description:
It was reported that pump experienced malfunction that caller could not resolve. There was no adverse impact to the customer's blood glucose level. Customer attempted to reset pump using instructions from technical support but was unable to reset pump. The customer reverted to an alternate method of insulin therapy.